Event description:
It was reported that he customer had problems with the last box of his infusion sets. Customer stated the insulin pump alarmed no delivery. Customer checked the cannula and it was not bent. Customer stated when he prepares the tubing the insulin stops at the infusion site and will not push through. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.